Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
The consumer reported the programmer was not working. When the patient was lying down the night before the report, the stimulation was too strong and when he tried to lower it, the remote did not work. An old antenna was plugged into the new remote he was just sent, and it did not work either way. The stimulation was suddenly too strong. It was noted the patient experienced shocks too much and stated it was too strong when he lied down. The patient tried to turn down the night prior to the report, but the programmer quit working. A new programmer was sent to the patient. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Relevant medical history included failed back surgery syndrome.

Event description:
Additional information received from the patient reported that when the programmer quit working and the stimulation got too bad, they could turn it off with the charger. They noted that the only problem they were having was the programmers kept going bad. If additional information is received, the event will be updated.

Event description:
Additional information received from the consumer reported the patient's managing physician was not notified about the stimulation being too strong. No steps were taken to resolve the stimulation being too strong when he lied down and the patient programmer not working. Replacement of the programmer resolved these issues. The programmer worked well for a few months and then they went bad.